Event description:
The customer reported a cartridge alarm 30 during the load process. There was no adverse impact to the customer¿s blood glucose level. Although the customer followed proper loading techniques, the cartridge alarm recurred, preventing a successful resumption of insulin therapy. Consequently, tandem technical support assisted by preparing a replacement pump and instructed the customer to use multiple daily injections (mdi) as backup therapy. They also provided guidance on storage mode and return procedures for the faulty pump.